Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. The blood glucose reading was over 600 mg/dl at the time of hospitalization. Caller stated that the customer chose a bad location to insert the infusion set and caused the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.